Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a lower extremity angiogram. Reportedly, after clip deployment, the device was stuck in the patient anatomy. As per the instructions for use the safety release mechanism was used to remove the device. A second starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive investigation. The device being difficult to remove after clip deployment as reported, can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and user technique. During manufacturing and final inspection, all starclose se devices undergo inspection to verify that the ribbon wings open properly, collapse completely, are aligned and not damaged. In addition, a sample of devices from each lot must be functionally deployed as part of lot release testing. Difficulty in removing the device could be caused by compacted scar or fibrous tissue, however there was none reported. Difficulty in removing the device can be caused by an inadequate nick and spread incision or by not maintaining the device at an angle of 60 to 75 degrees during advancement of thumb advancer. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the device being difficult to remove and the associated patient effects could not be determined. All starclose se devices are visually inspected and functional deployment testing must meet specification. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed as the lot number was not reported and the device was not returned for analysis. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.